Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified readings on the sensor that "presented results of hypoglycemia" and reportedly self-treated. Customer experienced seizure and loss of consciousness and reportedly presented to emergency room to check his glucose levels. Customer received unspecified treatment provided by healthcare provider. No additional information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.